Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on radius assessed as fold flaw opening. Capsular contracture, anxiety-product/procedure: unable to observe since it is not related to the device. Delamination: not observed. Additional observations: non penetrating nick observed on the device. No further actions are required as the device was implanted."

Event description:
Patient reported left side rupture. Healthcare professional reported capsular contracture baker grade unknown and exchange of textured devices due to patient's concern with product. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, exchange of textured devices due to patient's concern with product, and ¿exterior on both implants peeled away¿ via rga form.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Device has been explanted and replaced.